Event description:
It was reported that the primary system controller felt warm when connected to the mobile power unit (mpu). The casing was also discolored. Log files were submitted for review. The system controller temperatures were captured between 34 degrees celsius (c) and 49c; 34-50c is the range for an acceptable system controller temperature so the 49c was at the top of the normal range. The ventricular assist device (vad) and peripheral equipment appeared to have been functioning as intended despite the higher system controller temperatures. It was noted that the patient slept with the system controller under their pillow and/or covers and that was identified to have been the cause of the increased temperature. The primary system controller was exchanged and there were no patient issues.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming hot was not confirmed or reproduced. The reported event of a discolored user interface was confirmed. A review of the submitted controller event log file spanned approximately 9 days (21jul2024 ¿ 29jul2024 per time stamp). The controller¿s internal temperature ranged from 34 - 49 degrees celsius, while operating the pump. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (18jul2024 ¿ 29jul2024 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was returned for analysis with a discolored user interface membrane. It was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.